Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The information provided is limited, additional information has been requested. Without a lot number a review of the manufacturing records is not possible. At this time, based on the limited information provided root cause in undetermined. If additional information is obtained, this report will be updated the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported patient was implanted with two kugel hernia patches, one on the left side and one on the right side in (B)(6) 2003. Patient recently (2015) has experienced regional abdominal pain and had been seen by his doctor who ordered a CT scan to be performed on his abdomen. The patient had the CT scan performed and is awaiting results. To date, the patient's health care professionals have not determined the cause of the patient's abdominal pain.